Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a bent video connector pin. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Olympus was informed that during an unknown procedure, colorful snow and check connectors appeared on the visera elite ii video system center. The procedure was completed with a similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event occurred from a bent pin of the video connector. It is not possible to connect the video connector securely with a bent pin, therefore, the video function does not operate properly which caused the event. The specific root cause of the bent pin could not be determined at this time. Olympus will continue to monitor field performance for this device.